Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had leak in past 2nd o ring. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that leak occurred during filling reservoir. The product will be returned for analysis.

Manufacturer narrative:
Evaluated 1 open/used reservoir and transfer guard. Performed pre-fill reservoir test and es9041. Found reservoir¿s stopper plunger with excessive flashing and leak and air bubbles during test. Also performed manual test and found plunger easy to release from stopper-plunger.